Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-04451. Related manufacturer reference number: 2017865-2022-04457. It was reported that a patient called technical services and alleged lead fracture on right ventricular (rv) or atrial (ra) or left ventricular (lv) lead. No changes or intervention were reported. The patient condition was unknown.